Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The pt complained of severe knee pain and instability after hearing some sound from knee two months ago. So surgeon tested rom and stability and thought it might be post fracture or mcl loosening. He found out post fracture during revision surgery and replaced to new insert on lt knee.